Event description:
It was reported that the patient¿s device hadn¿t been working for them and they wanted to change the program. The patient thought they had a bladder infection and that might be causing the problem. It was noted that the suspected infection developed after implant. The patient had an appointment today and would ask their health care provider (hcp) about making changes to the program.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0jvrl, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).